Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 348mg/dl, with polyuria, polydipsia, and extreme drowsiness, associated with an alleged power issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed there was intermittent power to the pump, and moisture/corrosion in the battery compartment. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 18-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 14-jun-2019 with the following findings: during investigation, there were no unexplained power interruptions in the black box. The daily insulin delivery totals correctly reflected user's programmed basal rates. There was no damage to battery cap. Battery cap attaches securely to pump. No power issues occurred during testing. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The battery compartment was found to be cracked. The pump leaked at the battery compartment and the pump was opened and there was moisture found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.